Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip broke off. The tip was removed from the patient safely during the same procedure and discarded. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the instruments were used in the same procedure, due to the first harmonic ace tip breaking. The instruments were inspected with no issues. The instrument did not collide with anything. The first instrument tip fell off into the patient's abdomen and was retrieved. The case was completed robotically. Also, the customer informed the fragments were picked out of the abdomen with another instrument. There were no other procedures done to remove the fragment. The customer believes all pieces were removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.666" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.